Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of two perfix plug (device #1 - left & device #2 - right). Per operative notes, ¿on left side, a very large hernia was dissected out to separate the spermatic cord elements from hernia sac. An extra-large perfix plug (device #1 - left) was placed over the internal ring and secured by sutures. Once right sided hernia was dissected, a perfix plug (device #2 - right) was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia & umbilical hernia thereby underwent open repair with the implant of bard flat mesh (device #3). Per operative notes, ¿adhesions were taken down. A synthetic mesh was placed in peritoneal space near umbilicus. Large recurrent left inguinal hernia was reduced. The previously placed mesh and all the plug (device #1) seemed to have rolled up onto the medial aspect of the hernia defect and formed a round ball-like hard area. A large bard flat mesh (device #3) was placed in an onlay fashioned and secured using sutures.¿ attorney alleges that the patient had adhesion, fistula, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event.no lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few years post implant of perfix plug, patient was diagnosed with hernia recurrence, mesh deformation and adhesions thereby underwent revision surgery. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.